Event description:
The ge oec 9800 fluoroscopy system displayed an overload fault. A reboot restored functionality. This issue was occurring for several weeks prior to notification of service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found an air bubble present in the x-ray tube. The x-ray tube was removed and replaced. The transformer nuts were also torqued as an added measure to repair the malfunction. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue.